Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was originally reported that a bio-composite corkscrew suture anchor was selected for use in a rotator cuff surgery. Upon insertion of the anchor, the device sheared in half. The distal portion of the anchor remained in the bone. Two more bio-composite corkscrew suture anchor broke in the same way. Another suture anchor was used to complete the procedure. Follow-up investigation: two arthrex anchors broke during this procedure, not three as originally reported. Both anchors were attempted in the same hole. Both sheered off while going in and left very small debris in the subacromial space with distal pieces in the bone. The case was completed with another manufacturer's metal anchor being placed in a new hole. No x-ray was taken.